Event description:
A customer contacted beckman coulter inc. (Bci) regarding a suppressed glucose (glu) result that was modified by the dl 2000 data management system and released as <3mg/dl. The actual result was >600mg/dl.the dl2000 had a rule configured by the customer for glucose (glu) "if glu<3 or il (initial rate low)or ir (initial rate high) then result <3". Since the flag was "ir, the dl2000 modified the result to <3mg/dl.no reports of death, serious injury or change to patient treatment were reported in connection with this event.

Manufacturer narrative:
Bci hotline helped the customer remove the il and ir flags from the rule. The root cause of the event was an inappropriately configured rule by the customer.